Event description:
It was reported that an obtryx ll system - curved device was implanted into the patient during a transobturator tape mid urethral sling placement with diagnostic cystoscopy procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence secondary to urethral hypermobility. During the first office visit on (B)(6) 2019, the patient reported no improvement since the surgery and pain with intercourse, feels like burns and is uncomfortable. The patient was stressed and had anxiety. Exam revealed there was no erosion seen but the tissue was thin and very tender. A wet prep was negative. It was noted the patient needed steroid injections and trigger point injections. Dexamethasone sodium phosphate was administered IV, bupivacaine hcl-nacl injected, and the patient was to use estrace vaginally daily. On (B)(6) 2019, during a physical therapy evaluation, the patient was diagnosed with other muscle spasm and functional urinary incontinence. Patient reported that incontinence had been worse since the surgery and that she even experienced involuntary loss of urine at rest (unrelated to increased intrabdominal pressure) on occasion. Patient also reported new onset of vaginal pain during penetration ever since surgery to the point that she has been unable to resume intercourse due to pain. Exam revealed the skin was intact but the incision scars had decreased mobility and were painful, weak pelvic floor muscles, and overactive tone bilaterally. The plan was pelvic floor physical therapy (pfpt) 1-2x/weekly for 12 weeks. On (B)(6) 2019, the patient underwent mesh removal surgery. Intercourse has been much less pain since then. The patient also reported that incontinence has been worse (especially with intense laughing) since then and that she often has very little time between feeling an urge and the incontinent episode. An office visit on (B)(6) 2019 revealed that the patient main complaint was infection. The patient had curd like discharge, fetid discharges and itch or discomfort, acute vaginitis and a small hematoma on the right skin incision. The assessment included acute vaginitis. The plan was keflex for 3 days, bactroban applied topically 3x/day for 10 days, and vinegar tampon. On (B)(6) 2019 the patient had an ultrasound. The patient reported slight vaginal pain after sling removal. Exam noted a small hole in the right groin incision and a small skin fistula. On (B)(6) 2019, the patient had a psychotherapy intake appointment to process childhood and adolescent traumas that resulted in anxiety and post-traumatic stress disorder (ptsd). The patient noted medical conditions that have caused emotional distress - pelvic mesh surgery in (B)(6) 2018, leading to pain and increased difficulties with sexual intercourse- severely painful and affected the life of the patient.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2019, the date of first office visit due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6), explant surgeon: dr. (B)(6). Block h6: patient codes e1405, e2330, e2311, e2114, e2314, e1906 and e0505 capture the reportable events of dyspareunia, pain, discomfort, perforation, fistula, infection and hematoma. Impact codes f2303 and f1903 capture the reportable events of prescribed medicine and physical therapy and all sling removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information to blocks a4: weight, b5, e1: physician, and h6: patient codes. Block b3 date of event: date of event was approximated to (B)(6) 2019, the date of first office visit due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) dr. (B)(6). (B)(6) . Explant surgeon: (B)(6) dr. (B)(6). Other physicians: (B)(6) dr. (B)(6) dr. (B)(6) dr. (B)(6). (B)(6) center. (B)(6). (B)(6) center. (B)(6). Block h6: patient codes e2006, e1311, e1906, e2114, e2314, e2330, e1405, e0505, e0506, e2326 and e020201, capture the reportable events of extrusion, unspecified kidney or urinary problem (voiding dysfunction), infection, perforation (small hole), fistula (small skin fistula), pain (mesh pain, slight vaginal pain after sling removal), dyspareunia, hematoma, hemorrhage (lose quite a bit of blood), inflammation (acute vaginitis) and anxiety, respectively. Impact codes f1903, f19, f23 and f2303, capture the reportable events of device explantation (removal of transobturator sling), surgical intervention (vaginal exploration,vaginal reconstruction, urethrolysis, bilateral groin dissection), unexpected medical intervention (physical therapy, cystourethroscopy) and medication required (prescribed medicine), respectively. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an obtryx ll system - curved device was implanted into the patient during a transobturator tape (tot) mid urethral sling placement with diagnostic cystoscopy procedure performed on (B)(6) 2019, for the treatment of stress urinary incontinence secondary to urethral hypermobility. During the first office visit on (B)(6) 2019, the patient reported no improvement since the surgery and pain with intercourse, feels like burns and is uncomfortable. The patient was stressed and had anxiety. Exam revealed there was no erosion seen but the tissue was thin and very tender. A wet prep was negative. It was noted the patient needed steroid injections and trigger point injections. Dexamethasone sodium phosphate was administered IV, bupivacaine hcl-nacl injected, and the patient was to use estrace vaginally daily. On (B)(6) 2019, during a physical therapy evaluation, the patient was diagnosed with other muscle spasm and functional urinary incontinence. Patient reported that incontinence had been worse since the surgery and that she even experienced involuntary loss of urine at rest (unrelated to increased intrabdominal pressure) on occasion. Patient also reported new onset of vaginal pain during penetration ever since surgery to the point that she has been unable to resume intercourse due to pain. Exam revealed the skin was intact, but the incision scars had decreased mobility and were painful, weak pelvic floor muscles, and overactive tone bilaterally. The plan was pelvic floor physical therapy (pfpt) 1-2x/weekly for 12 weeks. On (B)(6) 2019, the patient was in for a follow-up visit for her complaints of stress urinary incontinence status post tot sling placement. The patient's medical history prior to mesh implant included unspecified bladder issues since she was a young child, total loss of urine with laughing hard and accidents several times per week, and urodynamics in 2017 were negative for incontinence but showed decreased capacity at 247 cc. At this appointment, the patient reported that she now had a lower threshold even with light laughter, less control, and her stress incontinence persisted. She had minor groin pain following the surgery. Also, she was sexually active with positive dyspareunia, however, her partner had not felt the mesh. During her physical examination, the patient presented mild urethral hypermobility and felt tenderness. In addition, the patient mentioned that she had worsening incontinence at 5 months post procedure. The physician suspected that the patient had some underlying overactive bladder prior to surgery based on her urodynamics from 2017.the patient was completely sure that she would like the mesh sling removed based on her own research on mesh. Also, she would like this to be done as soon as possible as she was from new york and was going to study abroad in (B)(6) 2019. On (B)(6) 2019, the patient was here for the preoperative medicine evaluation/ consultation before undergoing surgical removal of the sling mesh. She was prescribed with propranolol and sumatriptan for migraine and has not started either with her medications yet. The patient requested for tdap and trigger point injection done during the visit. She also mentioned that she had common migraine and headache. On (B)(6) 2019, the patient underwent vaginal exploration, removal of mesh, bilateral groin exploration, cystourethroscopy, urethrolysis, and vaginal reconstruction procedures under general anesthesia for the preoperative diagnoses of complication of implanted vaginal mesh, urinary incontinence, voiding dysfunction, and vaginal pain. The operative note indicates that during the vaginal exam, no vaginal mesh extrusion was noted. However, the operative report later notes that there was vaginal mesh extrusion. Both sides of the mesh were removed after dividing it in the middle and dissecting the surrounding tissue. In addition, her pathology and cytology results showed that the mesh excision had benign fibroadipose tissue with foreign material and minimal inflammation. On (B)(6) 2019, post procedure, the patient was feeling a bit low of energy, and she did lose quite a bit of blood. Also, she had post-operative nausea and vomiting. Moreover, she ate and walked normally, however, still with some light numbness felt. During physical exam, the patient was healing well and with minimal scarring. An office visit on (B)(6) 2019, revealed that the patient main complaint was infection. The patient had curd like discharge, fetid discharges and itch or discomfort, acute vaginitis, and a small hematoma on the right skin incision. The assessment included acute vaginitis. The plan was keflex for 3 days, bactroban applied topically 3x/day for 10 days, and vinegar tampon. On (B)(6) 2019, the patient had an ultrasound. The patient reported slight vaginal pain after sling removal. Exam noted a small hole in the right groin incision and a small skin fistula. On (B)(6) 2019, the patient was seen for physical therapy. She reported that intercourse has been much less pain since then. The patient also reported that incontinence has been worse (especially with intense laughing) since then and that she often has very little time between feeling an urge and the incontinent episode. Significant pelvic floor muscle weakness was noted. On (B)(6) 2019, the patient had a psychotherapy intake appointment to process childhood and adolescent traumas that resulted in anxiety and post-traumatic stress disorder (ptsd). The patient noted medical conditions that have caused emotional distress - pelvic mesh surgery in (B)(6) 2018, leading to pain and increased difficulties with sexual intercourse- severely painful and affected the life of the patient.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2019. It was reported that the patient experienced an unknown injury.

Event description:
It was reported to boston scientific corporation that an obtryx ll system - curved device was implanted into the patient during a transobturator tape mid urethral sling placement with diagnostic cystoscopy procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence secondary to urethral hypermobility. During the first office visit on (B)(6) 2019, the patient reported no improvement since the surgery and pain with intercourse, feels like burns and uncomfortable, and in need of steroid and local injections and advised to take estrace cream. On (B)(6) 2019, during revitalize physical therapy, the patient was diagnosed with other muscle spasm and functional urinary incontinence. Patient reported that incontinence had been worse since the surgery and that she even experience involuntary loss of urine at rest (unrelated to increased intrabdominal pressure) on occasion. Patient also reported new onset of vaginal pain during penetration ever since surgery to the point that she has been unable to resume intercourse due to pain. An office visit on (B)(6) 2019 revealed that the patient main complaint was infection. The patient had curd like discharge, fetid discharges and itch or discomfort, acute vaginitis and a small hematoma on the right skin incision. It was also discovered that on (B)(6) 2019 office visit, the patient experienced small hole in the right groin incision and a small skin fistula. Patient reported that she underwent mesh removal surgery on (B)(6) 2019 and that all sling was removed. Intercourse has been much less pain since then. The patient also reported that incontinence has been worsen (especially with intense laughing) since then and that she often has very little time between feeling an urge and the incontinent episode. Subsequently, the patient has continued to provide biopsychosocial information, noting medical conditions that have caused emotional distress - pelvic mesh surgery in (B)(6)2018, leading to pain and increased difficulties with sexual intercourse- severely painful and effected the life of the patient.

Manufacturer narrative:
Additional information: a2: dob, a3, a6, b2, b3, b5, d4, d6, h4, h6: patient codes and impact codes. Block b3 date of event: date of event was approximated to (B)(6) 2019, the date of first office visit due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) dr. (B)(6) explant surgeon: (B)(6) dr. (B)(6). Block h6: patient codes e1405, e2330, e2311, e2114, e2314, e1906 and e0505 capture the reportable events of dyspareunia, pain, discomfort, perforation, fistula, infection and hematoma. Impact code f1903 captures the reportable event of all sling was removed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.